Manufacturer narrative:
Additional information: device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.0 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017, the lens was exchanged with a shorter and similar diopter lens, due to excessive vault, elevated iop, significant reduction of irido-corneal angles, and pigment dispersion. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.